Event description:
During the course of a surgical procedure, to avoid stretching artificial sphincter, physician opted to use biopsy forcep to grasp bladder calculi. During this procedure, the forcep broke under pressure. Several attempts were made to retrieve foreign body but attempts were unsuccessful.